Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the customer stated that infusion set fell off during use. The infusion set was in use for less than 3 days.

Manufacturer narrative:
MDR (B)(4)/ initial 4 of 5 e1: event country: italy name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380